Event description:
It was reported that during a gastrectomy procedure, the device could not be used because of lockout. The case was not completed with another device. There were no adverse consequences to the patient.